Event description:
It was reported that the device did not work. The test showed that the handpiece had loose mount. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis result found that the device was received with visual blemish on the housing. The device was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.